Event description:
The customer reported the screen is blank. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported the screen is blank. No pt harm was reported. This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.